Manufacturer narrative:
Supplemental report submitted to correct h6: health effect - clinical code per additional clinical review.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of resistance between system components and sheath liner tear were confirmed by visual examination of the returned device. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies . Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Liner thickness was measured along the liner tear and all measurements met specification. As reported, ''the patient had very tortuous aorta which led to difficulty in balloon alignment of the valve. The patient was obese, it was difficult to tell but from what I could see, the sheath was at a steeper angle than normal. The physician experienced high resistance on insertion of the delivery system into the entire length of the sheath. A safari wire was used and a double curved lunderquist was inserted in the reference pigtail for extra support. The physician stated that the vessels were large, >9 mm and very little calcium or tortuosity... The sheath had a small tear in the expandable seam where the valve had punctured through.'' Per evaluation of the returned device, the returned sheath shaft has curvature, which could be indicative of tortuous vessels. Per the training manual, ''push force can vary due to angle of insertion, thv size vessel diameter, tortuosity and degree of calcification.'' Steep insertion angle can result in non-coaxial alignment between the delivery system and the sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Tortuosity can result in the creation of sub-optimal angles and also lead to non-coaxial alignment between the devices, further contributing to resistance. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath, as observed in the provided images. As such, available information suggests that patient factors (tortuosity), and/or procedural factors (steep insertion angle) may have contributed to the reported resistance, while patient factors (tortuosity), and procedural factor (steep insertion angle, excessive manipulation) may have contributed to the sheath liner tear . No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received through from pre-decontamination evaluation and further clinical review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-14146.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case. Uf/importer report # edwards also received (B)(4) for this case.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, there was resistance between a 29mm s3u valve/ds and the 16fr esheath+. As reported, the patient had very tortuous aorta which led to difficulty in balloon alignment of the valve. The patient was obese, it was difficult to tell, but it appeared that the sheath was at a steeper angle than normal. The physician experienced high resistance on insertion of the delivery system into the entire length of the sheath. A safari wire was used and a double curved lunderquist was inserted in the reference pigtail for extra support. The physician stated that the vessels were large, >9 mm and very little calcium or tortuosity. However, balloon alignment was not attained while physicians reported that the fine adjustment wheel was not pulling the balloon back. There was difficultly pulling the valve into the sheath. After several attempts the valve was drawn into the distal portion of the sheath. Visually the devices appeared coaxial, but may have been slightly off axis from the sheath. The physicians decided to request a second delivery system to be prepared and upon removal of the first system with valve, a vascular perforation occurred sending the patient to unplanned vascular surgery. Upon removal of the sheath, a portion of the patient's iliac vessel was evulsed and came out on the sheath. The valve/ds was never deployed. The sheath had a small tear in the expandable seam where the valve had punctured through. The field clinical specialist, did not see indication that the valve was bent or deformed in any way. The patient expired several hours later. After removing the valve and causing the vessel rupture, a coda balloon was inserted into the aorta to minimize bleeding in the leg while it was repaired. After the vessel repair the coda was deflated and the patient crashed again, this time the coda has perforated the aorta and caused massive blood loss. Per additional information from the hospital, the balloon would not move along the stent. Tried different techniques, appeared to be too much tension on system. Levers on delivery system were not working properly. Unsure if there was an issue with the internal cable or a combination of that with excess tortuosity. Had to remove entire system. Might have also been related to anatomy not allowing device to work properly. System was working outside of the body after removal.